Event description:
A single pump unit was reported for not delivering the indicated volumes to the pt. The pump appeared to be functioning and no alarms displayed. The single pump device had been in use for a period of time before delivery was interrupted. When the pump was re-activated, the display indicated that the pump was operating properly. Some time later in that shift, the IV bag was still full and it was observed that there were no drops falling in the drip chamber. When the pump door was opened, the IV tubing was kinked, and no alarm had sounded. The tubing was replaced, the pump restarted and the IV administration proceeded normally. At the end of the shift the pump was removed from svc. Evaluation of the pump showed that the event could be repeated by placing the tubing into the pump mechanism with a little slack in the tubing line. With the tubing slack, the peristaltic action of the pump would crimp the tubing creating an occlusion directly over the peristaltic mechanism. With a crimp in this location, the occlusion detectors appear unable to respond to the occlusion. Conclusion: the operation of the infusion pump requires that the end user follow very specific protocols when setting up an infusion pump for use on a pt. Human factor design considerations do not appear to have been an integral component of the development of this pump. Successful operation of the pump and its alarms depends upon a very specific set of end-user protocols, yet there is no proactive mechanism for the pump to alert the user that one of the necessary steps was not performed correctly (installing the tubing to the correct tautness). Any scenario that allows an undetected occlusion to exist without an alarm will continue to result in similar problems for all users. (Also see 1008907).